Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient developed periprosthetic fracture of the left femur. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.